Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as helix extension difficulties were encountered during the procedure. The physician attempted several times to extend the helix using an approximate number of 20 to 30 turns, but it was not clear if it was extended or not. At the final attempt, it seemed like the helix was positioned successfully in the intended implant location as optimal electrical measurements were identified, but when an x-ray image was reviewed before closing the pocket, it was noticed that the lead had dislodged. Consequently, the lead was removed and a different one was successfully implanted. No additional adverse patient effects were reported. The product is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as helix extension difficulties were encountered during the procedure. The physician attempted several times to extend the helix using an approximate number of 20 to 30 turns, but it was not clear if it was extended or not. At the final attempt, it seemed like the helix was positioned successfully in the intended implant location as optimal electrical measurements were identified, but when an x-ray image was reviewed before closing the pocket, it was noticed that the lead had dislodged. Consequently, the lead was removed and a different one was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. A helix mechanism test was performed and failed due to the helix housing being clogged with dried blood/body fluid. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. The dislodgement allegation during the attempted implant was not confirmed as evidence from the field and product analysis were insufficient to verify it. Laboratory testing was unable to reproduce this clinical observation.